Event description:
Customer reported difficulty with pressing the quick bolus/wake button on the pump, which required multiple presses to turn on the screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on pressing the button correctly and confirmed that the pump screen could be turned on, despite difficulty. Reportedly, the customer continued to use the pump for insulin therapy.